Manufacturer narrative:
Film evaluation summary: the complaint was confirmed; the rear handle was missing from the delivery system. The root cause of the event could not be conclusively determined from the still images received, since no pictures of the rear handle were provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was selected for use in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that once the device was removed from the white tray, the grey knob on the back of the device, just distal to the suprarenal stent release, separated and fell on the floor. The physician was uncomfortable prepping and using the device in order to risk deployment malfunction. The physician opened another device of the same size and had a successful deployment and case. Per the physician the cause of the event was possibly packaging related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.